Manufacturer narrative:
Complaint confirmed. Two ar-1915ft drive assemblies (no batch/sn numbers present) were received for investigation. Visual inspection identified that the distal tips of both drive shafts had broken at the interface point with the anchor. It was determined that one driver had approximately 1.4197mm of its distal tip remaining, and the second driver had approximately 0.7795mm of its distal tip remaining. Material analysis identified that both drive shafts met all as-received specifications. The observed condition is most likely the result of user applied mechanical forces during use, such as through prying/leveraging the drivers during anchor insertion. Additionally, the method used to prepare the bone, as well as the bone quality encountered, were not recorded. As such, another potential most probable cause can be linked to improper bone preparation before use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an knee arthroscopic procedure, the surgeon used the ar-1595ft anchor, which first impacted the indicator pin and then the surgeon proceeded to place the anchor ar-1915ft, in which the thread passes but a portion of the anchor handle split causing the device to disassemble. All fragments were removed and the case was completed by using another ar-1915ft. No patient harm.